Event description:
Event description boston scientific received information that during the pre-discharge follow-up, this atrial lead had dislodged and the right ventricular lead had perforated the myocardium. Both leads were removed, replaced and returned for analysis.